Manufacturer narrative:
Not in manufacturing mode. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool confirmed power error 25 and power loss alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No replace battery now alarms noted during testing. Unit received with minor scratched lcd window, cracked keypad at select button, scratched case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery prior to replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.